Event description:
There was an allegation of questionable calcium results for 6 patient samples on a cobas 8000 c 701 module. Patient 1: the initial result was 13.33 mg/dl and the repeated result was 10.06 mg/dl. Patient 2: the initial result was 13.17 mg/dl and the repeated result was 9.93 mg/dl. Patient 3: the initial result was 6.18 mg/dl and the repeated result was 9.37 mg/dl. Patient 4: the initial result was 5.86 mg/dl and the repeated result was 9.16 mg/dl. Patient 5: the initial result was 6.27 mg/dl and the repeated result was 9.27 mg/dl. Patient 6: the initial result was 6.73 mg/dl and the repeated result was 9.51 mg/dl. The questionable results were not reported outside of the laboratory. The samples were repeated as the initial results were deemed abnormal. The repeated results were obtained on another module and were deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The customer performed a "daily pipe" and recalibrated, which appeared to resolve the issue. The investigation did not identify a product problem.